Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2023. The customer reported that smoke was emitted from the battery compartment of analyzer s/n (B)(6) while attempting to run controls. Failure analysis confirmed the complaint and determined the cause to be a burnt tantalum capacitor found at location c4 on the analyzer main board. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. Over the past year, the actual number of incidents caused by reliability-related failures of tantalum capacitors was (B)(4), which is less than the expected (B)(4) obtained by the reliability calculations. Therefore, no corrective or preventive action is required as the threshold has not been tripped and no product deficiency was found. Rather, this was a malfunction, which was attributed to the failure of the tantalum capacitor in the c4 location. The customer was using a battery carrier of the red (fused) configuration as a power source. The product failed-safe. There is no reason to believe that a capacitor failure while using a red carrier is likely to cause or contribute to death or serious injury.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn 324825 emitted smoke from battery compartment while attempting to run controls. The product was replaced at no charge. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch, failing safe. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.